Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The customer provided a video clip of the device shutting down; however we were not able to duplicate it after extensive testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device intermittently shut down inappropriately. Complainant did not indicate that there was any patient involvement in the reported malfunction.